Manufacturer narrative:
This report is for an unknown plates: matrixmandible/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was a revision orthognathic surgery for the patient¿s mandible. The plates did not fit correctly. Patient and procedure outcome are unknown. Concomitant device reported: screws: matrixmandible: (part number unknown, lot unknown, quantity unknown). This report involves one (1) unknown plates: matrixmandible. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: updated codes to imdrf codes. H6: health effect clinical code e2402 used to capture device failure. H6: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The images were reviewed, and the reported complaint condition could not be confirmed as the reported dimensional issue could not be verified without the device. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation was not performed as the part and lot number of the devices were unknown. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues, or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.